Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: ( description incoming product condition) the valve was returned dry in the provided returnkit (not in liquid as suggested). Result it should be noted that the product was received dry (i.e. Not submersed in liquid as recommended). The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the valve to the best of our abilities. First we performed a visual inspection of the progav. No significant deformations or damage of the valve were detected during the visual inspection. Next we tested the permeability, adjustability, brake functionality and brake force. The shunt assistant has a blockage and the progav valve is permeable. It was observed that bloody fluid was leaking out. All other specifications were met. Finally, we dismantled the valves. Inside both valves we have found slight build-up of substances (likely protein). Based on our investigation, we confirm the presence of occlusion in the system at the time of investigation. It is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miehtke (B)(4). No further actions required.

Event description:
According to the complainant a progav was blocked postoperatively. The valve was implanted on (B)(6) 2017. It was removed on (B)(6) 2017 due to the malfunction and returned to the manufacturer. Further details were not provided. Height: 170 cm.